Event description:
Caller reported blood glucose results of 229 mg/dl on advantage system, 50 mg/dl on aviva system within 10 minutes. No adverse event was reported. A request was made for the return of the meter and strips, replacement sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Medwatch (B)(6) is for aviva system, medwatch (B)(6) is for advantage system.